Event description:
Further information received that the generator was replaced. The reason for replacement noted on the implant card was "other-manufacturing issue" in reference to the premature battery indicator seen. The device has not been received by the manufacturer to date. No further relevant information has been obtained.

Event description:
Further information was received that the product was received by the manufacturer for analysis. Product analysis was later completed. During the bench interrogation, the pulse generator would not interrogate at a distance of 0.0 inches between the pulse generator and the programming wand. Therefore, the system diagnostics, diagnostic battery voltage calculation, and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pcba, the battery was measured and showed that it was at end of service. The battery was removed. The pcba was subjected to an electrical test. Results show that the pcba failed several electrical tests. Contamination was observed on the trimmed edge of the test tab. After this contamination was cleaned, the test was run again. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No other anomalies were seen. No further relevant information has been provided to date.

Event description:
Report received that upon interrogation, a patient's generator was found to be disabled. All output currents were off. At that time, the end-of-service message was seen. The physician thought this was "weird" since the generator was implanted about two years prior to this observation. At that appointment, the physician attempted to turn the settings back on which caused the patient to cough. An analysis of the generator programming data revealed that on one programming event, the measured battery caused the battery indicator to display as 25%. However, the estimated charge consumed indicated the battery indicator should have been displayed as 100%. The next programming event six months later showed a similar event. The displayed battery indicator was 25% but the estimated charge consumed indicated the 75% indicator should have displayed. Finally, on the most recent programming event, the measured battery voltage had dipped below the threshold for disablement while the charge consumed was indicative of 75% battery remaining. A review of the device history record showed this generator had been manufactured with the laser-routing process. This process is known to cause conductive debris which can result in excess current draw leading to premature battery depletion. No surgical intervention has occurred to date. No further relevant information has been received.